Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2003 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/16/2017. (B)(4). It was reported that following insertion the patient experienced hematuria. It was reported that patient underwent cystoscopy, partial removal of foreign body from right bladder wall on (B)(6) 2012 by dr. (B)(6) at (B)(6) hospital due to history of recurrent utis.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to and a sling was implanted. Concomitantly the patient underwent a transvaginal hysterectomy, cystoscopyadditional.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, a uterine descensus, and a bladder neck hypermobility. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and dyspareunia. It was reported that the patient underwent suburethral mesh release and cystoscopy on (B)(6) 2008 due to persistent voiding dysfunction that was attributed to the tension of the suburethral mesh. It was further reported that the patient underwent cystoscopy and removal of foreign body on (B)(6) 2011 due to recurrent urinary tract infections, calculus bladder debris and erosion. (B)(4) - urinary problems; dyspareunia; calculus bladder debris.